Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying an e-4 occlusion error message. The patient was admitted into the hospital on (B)(6) 2016 with a blood glucose result of 400 mg/dl. The patient had symptoms of dizziness, weakness, and vomiting. The type of treatment provided to the patient was unknown. It is unknown on how long the patient was in the hospital for the (B)(6) 2016 event. On (B)(6) 2016, the patient's blood glucose level was 500 mg/dl and she went to the hospital. The patient was in the intensive care unit for 24 hours and then admitted into a normal hospital room for 24 hours. The type of treatment given during this event was unknown. Return of the suspect device was requested for evaluation.